Event description:
During the procedure, upon inserting the stent, the medtronic telescope guide extension backed up into the mid vessel and upon trying to remove the stent, ultimately stripped the stent off the delivery balloon. The proximal portion of the stent was mangled by the guide extension catheter and the provider was unable to advance the delivery balloon. The provider attempted to advance the guide extension over the wire and "capture" the stent but this was unsuccessful. A snare was used to try and capture the stent and remove it, but could not advance this past the more proximal stent that had been previously placed. The stent and wire became stuck on the distal edge of the first stent and became entrapped in the metal. Cardiothoracic surgery was consulted and was unable to remove the stent and patient had to be taken to the or (operating room) for surgical extraction, bypass of the rpda (right posterior descending artery) and rpav (right posterior atrioventricular artery) branches.